Manufacturer narrative:
The insulin pump unable to prime during prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Insulin pump was not bumped or dropped. It was reported that the drive support disk is sticking out. Advised patient to discontinue use of the insulin pump. Nothing futher was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.